Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in clinic follow-up. During interrogation it was noted that the atrial lead was dislodged, confirmed via x ray. The lead was capturing the ventricle after lodging in there and sensing and impedances were normal. Lead revision was discussed. The patient remains well and was unharmed.